Event description:
The pt experienced a loss of therapeutic effect and a shocking sensation which started about 2 to 3 weeks ago. She was seen yesterday and reprogrammed but still had issues with leaking. Additional info was requested.

Manufacturer narrative:
(B)(4).